Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the trunk cable was severed and missing, pulling the j702 connector on the distribution node (dn) pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.